Manufacturer narrative:
Analysis summary: based on analysis results, this event is now determined to be a MDR malfunction. The analysis results found that device a was returned with the blade gouged and cracked. Device b was returned with the blade scratched and cracked. Due to the damage to the blades, it was confirmed that the devices were non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: " avoid accidental contact with other instruments during use" and "scratches on the blade may lead to premature blade failure."

Event description:
During a laparoscopic fundoplication procedure, received error code 5. It was not noted how the case completed however, no pt consequence noted.